Event description:
The accuray radiation delivery system group did a quality control review for system serial number (B)(4). In that review, dated (B)(6) 2014, it was discovered that on (B)(6)2014 at 14:10:12, that a pt treatment was interrupted. The interruption occurred at 14686 triggers into a 81199 trigger treatment. The interruption caused the system to display the triggers delivered as 0. The customer then delivered a full completion procedure. As a result, unintended radiation was delivered to a pt.

Manufacturer narrative:
This issue is currently under investigation. A follow up report will be filed when the investigation has been completed.